Manufacturer narrative:
One device was received for evaluation. Visual inspection found a chipped top case, and a damaged bottom case. The event history log was unable to be reviewed as the device wouldn't turn on. Functional testing was able to duplicate the reported problem. It was determined that the damaged plunger cable was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during use, the device motor was not running. Per the reporter, there was no patient harm.